Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy surgical procedure, it was noted that the orange insulation on the monopolar curved scissors instrument was torn. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tube extension pad printing was removed. The pad printing was removed at the distal end of the tube extension. The pad printing removal damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the tube extension pad printing removal, if to recur could cause or contribute to an adverse event.